Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported that while on use with a patient, the avea ventilator's positive end expiratory pressure (peep) was reading 3cmh2o off from its set value. The unit was replaced with a different ventilator and there was no harm or injury to the patient, a neonatal child.